Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. This is an ongoing issue with the multi packs. The needle is popping off while sewing up a heart during a CABG. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please confirm the number of patients affected by this alleged deficiency. Unknown - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No please provide information requested below for each patient/event. - how many devices demonstrated the alleged deficiency? Unknown - can you identify the lot numbers and product code of the product that was used? They did not save lot numbers. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.